Event description:
It was reported that the patient was admitted with wound dehiscence. The stimulator was out of the pocket and lying on his left buttock. The patient was taken to the operating room for removal of device and lead, irrigation and removal of abscess. The wound was then closed. The patient was hospitalized due to the event for greater than 48 hours. Outcome was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_ext lot# serial# unknown, product type extension product ID: 3550-29, product type accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator revealed no anomaly found. Analysis of the implantable neurostimulator plug revealed no anomaly found. Analysis of the extension revealed no significant anomalies; the body was cut through and the product was segmented. (B)(4).

Event description:
Follow up information reported confirmed that the implantable neurostimulator (ins) had ¿popped out¿ of the pocket (buttock area) when the patient was lying on their buttock. A culture swab was taken and was positive for corynebacterium sp. To the best of the knowledge of the reporter, the patient had recovered without sequelae although it was noted that the healthcare professional (hcp) had not see the patient again as it was not their patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.